Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID 2134265-2015-06972. It was reported that catheter entrapment and stent premature deployment occurred. A 7x60x120mm epic¿ stent was selected to treat the target lesion. However, the device got stuck on a guide wire. As the physician removed the epic¿ stent, the stent started to deploy. Another 7x60x120mm epic¿ stent was selected however it also got stuck in a 0.35 non-bsc stiff guidewire. The same 7x60x120mm epic¿ stent eventually crossed and was deployed in the target lesion after removal and changing of guide wire to another non-bsc guide wire. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an epic stent delivery system (sds) with stent. The safety lock was in the manufacturing position; as received. There was blood in the lumen. Microscopic inspection presented no damage or irregularities to the shaft. The inner diameter (ID) of the catheter was measured at the distal tip with a calibrated pin gauge set. The stent was received partially deployed. The stent was deployed 1.4cm outside of the shaft. The guidewire used in the procedure was not received with this device. A .035¿ amplatz super stiff guidewire was used for functional testing. Functional testing was performed by loading the guidewire into the tip and the handle of the device. The guidewire was able to pass through the shaft with no resistance. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID 2134265-2015-06972. It was reported that catheter entrapment and stent premature deployment occurred. A 7x60x120mm epic stent was selected to treat the target lesion. However, the device got stuck on a guide wire. As the physician removed the epic stent, the stent started to deploy. Another 7x60x120mm epic stent was selected however it also got stuck in a 0.35 non-bsc stiff guidewire. The same 7x60x120mm epic stent eventually crossed and was deployed in the target lesion after removal and changing of guide wire to another non-bsc guide wire. No patient complications were reported.